Manufacturer narrative:
Concomitant product: sigpshell - sig power sigpshell control shell, lot# unknown unk-sigadapt - unknown signia egia adapter, serial# unknown. Unknown egia su - unknown endo gia sulu, lot# unknown. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. An analysis of the system data indicated that there was a fatal error for the system queue being full. This failure will result in the handle becoming unresponsive. The cause of the observed fatal error was due to a software restrictions on the capacity of the queue. Functionally, a clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues. A reload was attached to the device and was able to clamp and articulate without any issues. It was reported that the device did not enter firing mode. The reported issue was confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic small intestinal partial resection procedure, at the time of small intestinal resection, an error beep sound ring was heard and the device did not enter to the firing mode when the green button was pressed. Therefore, the device could not be fired. The surgeon pulled the device out of the patient cavity and unloaded the reload. The same reload was then loaded into a manual handle and was used to resolve the issue. After cleaning the adapter, the adapter's operation was tested and it worked without a problem. There was no patient injury. Medtronic's initial evaluation of the incident device found internal components revealed cause of the observed fatal error was due to a software restrictions on the capacity of the queue.